Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, a system message displayed and the system locked. The case was stopped due to bleeding. Add'l info has been requested.